Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a fault in its angulation system. This was found during maintenance and there was no report of patient harm. The device was returned, evaluated, and evidence of white crystallization contamination was present in the air and water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the angulation was out of specification with evidence of play. Also, evaluation found the following: the light cover glasses and the optical cover glass were chipped; the light cover glasses adhesive, the optical cover glass adhesive, and the distal end adhesive were worn; the switch had a hole; the biopsy channel had a leak; the light guide tube had evidence of delamination; the water removal was out of spec; and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystal in the air/water channel - however, the material was unable to be further specified. Moreover, no physical damage was noted on the location where the foreign material remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.